Manufacturer narrative:
Unit failed displacement test, 268.5 units remaining on the status screen followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unit received with cracked case at display window corners and battery tube threads. Unit received with broken belt clip slot. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the piston in the pump to push the insulin does not work. The customer's blood glucose reading was 78 mg/dl at the time of incident. Troubleshooting found that the displacement test failed. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.